Manufacturer narrative:
DHR review was completed and was found to be complete and accurate. Photograph provided by hospital shows that the anchorfast strap latch door was missing (broken) from the device. Although the exact root cause for the strap latch hinge breakage cannot be determined, it is possible that an oblique force was applied that caused the door to separate from the device during application or adjustment.

Event description:
It was reported that the anchorfast guard endotracheal tube holder was applied to the patient on (B)(6) 2017. During the xray to confirm tube placement, the anchorfast guard had to be opened to adjust the endotracheal tube. The anchorfast strap latch door broke off when it was opened and it could not be located. As the et tube inflation cuff had been deflated and inflated during the repositioning of the tube, a CT scan was performed of the abdomen and the chest to look for the missing piece. The doctor noted something at the top of the lung so a bronchoscopy was performed. The strap latch door was located between the et tube inflation cuff and the trachea. It was retrieved without incident using radial forceps.